Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch.

Event description:
Patient underwent a medial patellofemoral ligament reconstruction and approximately six months post-implantation underwent a procedure due to infection and inflammation. The suture and a fistula were cut out of the patient bone, along with some of the bone and competitor products were utilized to complete the procedure. The onset of infection was discovered approximately five months post-implantation however this infection was determined to be caused by competitor product that was implanted in the patient and not zimmer biomet product.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-05183 / 05184). It is unknown which device was explanted and which remained implanted.

Event description:
Patient underwent a medial patellofemoral ligament reconstruction and approximately six months post-implantation underwent a procedure due to infection and inflammation. The suture and a fistula were cut out of the patient bone, along with some of the bone and competitor products were utilized to complete the procedure. The onset of infection was discovered approximately five months post-implantation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This report is number 2 of 2 MDR's filed for the same patient (reference 1825034-2016-05183 / 05184).

Event description:
Patient underwent a medial patellofemoral ligament reconstruction and approximately six months post-implantation underwent a procedure due to infection and inflammation. The initial product remains implanted and competitor products were utilized to complete the procedure. The onset of infection was discovered approximately five months post-implantation.